Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: calcification white in the surface of the shell, broken shell and missing piece of the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify an opening striated in the radius side and opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a striated broken in the posterior side assessed as surgical damage. -missing piece of the shell assessed as to inconclusive. -a opening sharp in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.